Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's blade was broken. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information on 05/04/2024: the customer reported that fragments were found and taken out of the patient's body.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade. The complaint was confirmed by failure analysis.